Manufacturer narrative:
Updated fields: h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope cleaning tube component remained in the connecting section of the suction valve. The issue was identified during set up/ inspection for use. There were no reports of patient involvement.